Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 37791 lot# serial# unknown implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is tremoring really bad and the tremors started yesterday. The caller stated the patient charged the implant two to three days ago , and when they checked the implant with the patient programmer it read that the battery was dead. The caller did confirm that therapy is currently turned off as they lost their charging equipment. A replacement desktop charger (dtc) and recharger were sent. Additional information received from the consumer reported they found one set of their recharging equipment and wanted help with it as the patient was shaking badly and they didn¿t want to wait to receive the replacement recharger to turn therapy back on because the tremors were getting worse. During the call the recharger was used which showed therapy was off and the first 25% of the neurostimulator battery was charging with zero coupling bars. The patient programmer showed the charge neurostimulator now screen. The consumer was able to turn therapy back on using the recharger, and the antenna locate feature was used, but it still resulted in zero coupling bars. The highest number using the antenna locate feature showed when the recharger antenna was moved ¿way over¿ to the side of the patient¿s chest. In addition, the patient had been complaining of severe shoulder and implant site pain today in the same side the implant was on and the pain was so bad they thought about going to urgent care (although the pain had been going for a couple of years), and they also thought the implant itself may have moved which was why they were getting poor coupling. A replacement recharger antenna was going to be sent and the patient was going to continue to charge.